Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended. In addition, it was reported that the pump battery was depleting quickly. Customer declined troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy. Customer's blood glucose reached 367 mg/dl.